Manufacturer narrative:
(B)(4). Date sent 7/30/2019. Batch # unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. (B)(4).

Event description:
It was reported that during a right upper lobectomy thorasic case, the device fired and the staples did not seem to be formed completely on the right upper pulmonary vein. The surgeon experienced bleeding and over sewed the staple line. Another device was opened to complete the procedure for subsequent firings. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # t5aw06. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
On hold for angela 2/27/2023.